Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, outside the patient and inside the endoscope, resistance was met upon insertion of the device over the guidewire. As a result, the device could not be advanced to the target location. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to broken, therefore this now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the event of guide catheter broken (split). The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent, the push catheter, or the suture. The distal tip of the guide catheter was noted to be split and the proximal end of the guide catheter near the hub was twisted. Functional evaluation was performed; a 0.035inch guidewire was attempted to be advanced through the device. The distal tip of the guide catheter was successfully inserted over the guidewire, but the guidewire could not be advanced through the proximal end due to the twist in the guide catheter. The noted damages likely occurred due to anatomical or procedural factors encountered during the procedure such as handling or manipulation of the device. Therefore, the most probable root cause of the event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.